Event description:
Related manufacturer reference number:2017865-2023-19720. It was reported that the right atrial lead and right ventricle lead exhibited intermittent short episodes of over-sensing noise. The atrial lead and right ventricle lead were both explanted and replaced. Patient was stable.